Manufacturer narrative:
All the buttons on the insulin pump functioned properly; however, there were corroded keypad traces. No button error alarm occurred during testing. The following cosmetic damage was also noted: cracked battery tube thread, cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with button error and that she couldn't clear the alarm due to lack of button response from the two keys she needed to use. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the keypad anomaly and button error alarm. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.